Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The motion battery indicator only dropped one bar after being on and unplugged for 2 minutes. This indicated the battery health was good and the system was functioning as intended. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system failed a battery test on the motion battery display. The bars on the indicator dropped to eight after being unplugged for two minutes. There was no patient involved when this issue was discovered.